Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/14/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the back on approximately (B)(6) 2017. The patient¿s mother stated the skin reaction began on the day of insertion and was located at the sensor insertion site. Irritation occurred around the adhesive patch and the area was red with raised bumps. The skin reaction was treated with prescribed hydrocortisone cream and steroid cream. The date the patient received the prescription was not available. At the time of contact, it was indicated that the irritation around the site had cleared. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.